Manufacturer narrative:
Additional information was received on 09/11/2019. When the devices were explanted, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast lump. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation with a 350cc mentor memorygel breast implants experienced felt a left sided lump in (B)(6) 2019. An ultrasound was performed and showed a left breast lump at 3:00 o'clock, subpectoral implants with extremely dense overlying breast tissue, and dense material along the superior right breast implant compatible with extracapsular silicone. An ultrasound and magnetic resonance imaging were also performed. Right sided rupture was confirmed. The left sided mass was biopsied and found to be benign. During consult for revision slight contracture on the right implanted with elevated implant and striking asymmetry was noted. The consultation concluded with a recommendation for right sided capsulectomy, probably right sided drain, and bilateral replacement. The procedure was performed on (B)(6)2019. The right sided rupture was initially reported under 1645337-2019-13145 on (B)(6) 2019. On (B)(6) 2019 the left sided lump. This report relates to the left prosthesis.